Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 6/15/2017 a replacement computer was shipped. The representative had replaced the computer and the issue was resolved. On 7/7/2017 the suspect computer was received by manufacturer for evaluation. The suspect computer was evaluated by medtronic personnel. The reported issue could not be replicated, as the computer booted to login screen on when switched on. System ran cranial application and exams with no issue and no power cycling was observed. Computer passed all testing and the system was working normally.

Event description:
A medtronic representative reported that the cranial application was opened on the navigation system and the exams were loaded over dicom qr. The system became unresponsive during exams review. Representative rebooted the system but the system was stuck and displayed a no signal message. Restarting the system several times did not resolve the issue as the system displayed a no signal message each time the system was rebooted. The computer fan was cycling and the cd disk drive was working intermittently and showed a green led. During troubleshooting, the representative checked ups and all power cables and confirmed that there was no issue with the connection. Rep switched the computer to a different port but with no resolution. There was no patient present at the time of the issue.